Event description:
Additional clarification noted that ts confirmed oversensing when it comes to this case.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were two right ventricular (rv) leads when it comes to this patient and one of the rv leads had migrated into the atrium and was oversensing causing inappropriate therapies. The rv sensitivity was increased. Boston scientific technical services (ts) reviewed the case and could not see any oversensing and discussed increasing the zone duration. Ts also discussed doing an x-ray to check lead position. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that there were two right ventricular (rv) leads when it comes to this patient and one of the rv leads had migrated into the atrium and was oversensing causing inappropriate therapies. The rv sensitivity was increased. Boston scientific technical services (ts) reviewed the case and could not see any oversensing and discussed increasing the zone duration. Ts also discussed doing an x-ray to check lead position. No adverse patient effects were reported. Additional clarification noted that ts confirmed oversensing when it comes to this case. Subsequently this device was explanted and returned for analysis.